Manufacturer narrative:
While no injury was reported, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two waveone gold files broke during use. The broken pieces could not be retrieved and were incorporated into the filling.

Manufacturer narrative:
Involved waveone gold primary files 25mm that broke during use are not available and cannot be analyzed by our laboratory. Nothing unusual to report was found during DHR review (batch #1543765). Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Sampling is representative, we can consider that the batch is conform. No fault found. Production meets specifications.